Manufacturer narrative:
Upn: corrected from unk372 to m001262210. Catalog/model #: corrected from unknown to 26-221. Device lot number: corrected from unknown to 062906-001. Device expiration date: corrected from unknown to 07/31/2016. Device manufactured date: corrected from unknown to 08/03/2006. (B)(4).

Event description:
It was reported that the patient sustained pad burns. The patient was undergoing radiofrequency ablation (rfa) of the kidney with a rf3000 radiofrequency generator. Treatment time was 43-44 minutes in length. Upon completion of the procedure, burns to the skin at the site of the grounding pads were observed. There were no further patient complications reported and the patient's status was stable.

Event description:
It was reported that the patient sustained pad burns. The patient was undergoing radiofrequency ablation (rfa) of the kidney with a rf3000 radiofrequency generator. Treatment time was 43-44 minutes in length. Upon completion of the procedure, burns to the skin at the site of the grounding pads were observed. There were no further patient complications reported and the patient¿s status was stable.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).